Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 10.1 versus the labs 7.2 mmol/l. Tests were done with 10 minutes. Patient did not experience any adverse events. No further information has been reported.